Event description:
It was reported the patient experienced ineffective therapy. Lead fracture was confirmed with fluoroscopy. As a result, surgical intervention occurred wherein the leads were explanted and replaced and two additional leads were implanted to address the issue. Ipg was replaced electively, per physician's choice. The investigation did not determine which lead was fractured.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 6840397.

Manufacturer narrative:
It was reported to abbott that the patient had a lead revision. Rep reported there were no complications, therapy was restored, and product will not be returned. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.